Event description:
In 2002: during workup for nephrolithiasis, ruptured stable large left common iliac aneurysm discovered. Three days later: unsuccessful attempt at endovascular repair of left common iliac aneurysm. Residual type 1 endoleak at proximal fixation site. Eighteen days later: patient admitted with increase in aneurysm size. Aaa graft placed. Forty-five days later: type 1 endoleak present on the left.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.